Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that declining sensing was observed on this ventricular lead as well as on the atrial lead. Lead dislodgement was suspected. The lead was explanted and replaced.

Manufacturer narrative:
Combination product: yes. Upon receipt, the leads under complaint were subjected to an extensive analysis. The performance of the leads was scrutinized, including a visual, mechanical and electrical inspection. Solia s 60 sn (B)(6). The visual analysis revealed a cut into the insulation 11 cm distal to the is-1 connector pin, which most likely resulted from the explantation procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the reported clinical observations. The values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. Solia jt 53 sn (B)(6). The visual analysis showed several cuts along the insulation. These cuts probably occurred during the explantation. Further inspections of the lead did not show any deviations which might have led to the reported clinical observations. The values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.